Event description:
It was reported that the patient presented in clinic with their right ventricular lead exhibiting high capture threshold with loss of capture and low pacing impedance. It was decided to implant the patient with a leadless pacemaker in the right ventricular chamber to compensate for the lack of pacing. The patient was stable.